Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the lead insulation was damaged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited a high capture threshold and low sensing amplitude. The lead was explanted and replaced successfully. The patient was in stable condition post procedure.